Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. The revel ventilator has returned to vyaire (B)(4) and is currently under evaluation. When results of investigation become available a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator did not alarm while connected to a patient. During patient transport the patient experienced a drop in saturation and etco2 readings went up. No alarms were triggered. The patient was transferred to another ventilator and vital signs immediately improved. The customer confirmed that there was no further patient harm associated with the reported event.